Manufacturer narrative:
Per follow up from the representative at the case, the device was inadvertently discarded and is no longer available for investigation. A root cause can not be determined in this case. Vasular perforation is a potential clinical risk associated with the acqcross device which is the same risk associated with a procedure performed with similar, competitive devices.

Manufacturer narrative:
The product in question was discarded and is unavailable for investigation. A root cause could not be established in this case. Vascular perforation is a potential clinical risk associated with the flexcath cross device, which is the same as the risk of a procedure performed with similar competitive devices.

Event description:
The integrated dilator/needle was used to gain transseptal access during a cryo ablation procedure, however the sheath did not perform as the physician expected given certain design features. A vascular perforation occurred, and the patient had a retroperitoneal bleed. The patient required vascular surgery and a stent was placed to repair the bleed. The patient made a full recovery. The physician reportedly encountered some difficulty manipulating the sheath and unexpected movement occurred during what the physician thought was normal product use. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.